Event description:
It was reported by service report that the scale and bed exit on the footboard would not work. The footboard connector pin was recessed the customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.